Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "tip was broken". Failure analysis found the primary failure of blade broken to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.194¿ from the base. Broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blades is typically attributed to mishandling/misuse. No investigation required as no image or video clip for the reported event was submitted for review. A review of the instrument log for the harmonic ace instrument (part# 480275-08/ lot/serial# (B)(4). Associated with this event has been performed. Per this review of the logs, the harmonic ace instrument was last used on 03-aug-2022 via system serial# (B)(4). This is a single-use instrument. A review of the procedure log showed the site performed this thyroidectomy surgical procedure on 03-aug-2022 via system serial# (B)(4). This event is being reported because it was alleged that the tip of the harmonic ace instrument broke and fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. Failure analysis confirmed the instrument breakage that resulted in a fragment fall inside the patient was attributed to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, a ¿relax pressure on blade¿ message appeared while the customer was using the harmonic ace instrument. The customer heard a strange sound then the instrument tip was broken. The fragment fell into the patient and was retrieved during the same procedure. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The instrument was in use for less than 30 minutes to dissect tissue then broke. All the fragments were retrieved during same procedure and confirmed with visual inspection. No additional surgical procedure was required to remove the fragment. It was unknown what caused the breakage to occur as the instrument did not collide with any hard materials or other instruments. The surgeon did not notice any issues with the functionality of the instrument. The fragment(s) did not fall inside the patient during an instrument tip or accessory collision. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both instrument and cannula had no other damage after the event occurred. Post-operative tests like an x-ray or ultrasound were not performed to check for remaining fragments. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information.